Event description:
It was reported that they had a bad circulation pump in an arctic sun device. While trying to troubleshoot they stated that they knew it was a circulation pump, and they had a new circulation pump already. They refused further troubleshooting and will replace the circulation pump.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
(B)(6) stated that he thought he had a bad circulation pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. Customer will repair unit. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, f, g, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.